Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on april 18. The customer¿s blood glucose level was 554 mg/dl at the time of incident and the current blood glucose level was 116 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. Customer stated that the insulin pump was receiving compromised force sensor system alarm. Customer also stated that the drive support cap was sticking out. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in summary with the initial report was incorrect. The correct information has been included with this report.

Event description:
To clarify on a33 alarms and the patient was hospitalized due to low blood glucose and not due to high blood glucose.